Event description:
Customer stated that they were attempting to give a bolus when the insulin pump flashed. Customer stated that the up arrow button was unresponsive. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.